Event description:
It was reported that the patient experienced shortness of breath and was brought into clinic. A drop in r waves and increased capture thresholds were observed. Imaging confirmed cardiac perforation by the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable.